Manufacturer narrative:
Conclusion: according to the information received from the field the device was explanted due to painful sensations at the implant site, dizziness and vertigo, which were present regardless of the use of the audio processor and appeared randomly. All of which are undesired side effects of cochlear implantation. Reportedly the pain felt like a heat sensation, which could also be related to an inadequate external magnet strength. However, no information on the used magnet strength has been received, despite requested. Further device investigation confirmed two channels which were involved in a short circuit. This is a final report.

Event description:
The device has been received at hq for investigation. As per information on the device explant report form the device was explanted due to increasing pain and dizziness, elevated impedances and short circuits. The user has been re-implanted with a new device.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The device has been received at hq for investigation. As per information on the device explant report form the device was explanted due to increasing pain and dizziness, elevated impedances and short circuits. The user has been re-implanted with a new device.